Manufacturer narrative:
The mcs tip cover accessory was returned and evaluated. Failure analysis investigation was unable to confirm the customer reported failure mode as as there was no damage found on the mcs tip cover accessory. This complaint is being reported due to the following conclusion: during a da vinci hernia repair procedure, the mcs tip cover accessory fell into the patient. Per the information provided, the mcs tip cover accessory was retrieved.

Event description:
It was reported that during a da vinci hernia repair procedure, the monopolar curved scissors (mcs) tip cover accessory installed on the mcs instrument fell into the patient. The mcs tip cover accessory was retrieved from the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. On (B)(4) 2014, intuitive surgical, inc. (Isi) contacted the site's robotics coordinator. According to the robotics coordinator it is indeterminable what caused the mcs tip cover accessory to fall into the patient, as the site had never experienced the reported issue. The cannula was inspected prior to use and after the incident occurred and there were no issues noted. The tip cover was removed from the patient using a laparoscopic grasper instrument by the bedside assistant. Upon inspection of the mcs tip cover accessory and the mcs instrument, both of the devices were found to be intact. There was no report by the scrub technician that they experienced any difficulties loading the mcs tip cover accessory onto the mcs instrument. There is no video recording of the surgical procedure.